Event description:
A cartridge alarm was reported by the customer, resulting in the customer's blood glucose level being recorded as "high," though the specific value was not known. The issue did cause the customer's blood glucose to exceed a safe level. The customer attempted to address the problem by administering a correction bolus via the pump, but the cartridge alarm persisted for a week without resolution. Tandem technical support decided to replace the pump since the customer was unable to reload a cartridge and resume insulin therapy. An out-of-warranty loaner pump was subsequently sent to the customer's provided location, and there were follow-ups regarding the shipment details due to delays, which caused some dissatisfaction.